Manufacturer narrative:
Product evaluation: the lens was returned in pieces inside a small plastic bag. Solution is dried on the lens. One haptic is bent onto the optic and adhered in dried solution. The lens was torn/cut into two pieces, typical of an insertion and removal. The optic is scratched and has split/cracked areas on the anterior and posterior surfaces. A lens bench evaluation could not be conducted due to the lens returned in pieces and the optic damage. Product history records were reviewed documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The handpiece is unknown. A non-qualified viscoelastic was used. The product investigation could not identify a root cause for the complaint. Power and resolution testing could not be conducted because the lens was returned in pieces. Additional lens damage was observed. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned to the manufacturing site. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. A questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced difficulty seeing. The iol was exchanged for another lens six months following the initial procedure. The physician reported the event resolved following the lens exchange.